Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in the aviva combo system (lot number 490312, expiration date 10/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer reportedly received the following results on the aviva combo/compact plus systems within 10 minutes: 535 mg/dl/222 mg/dl, 448 mg/dl/148 mg/dl the comparisons were performed on the same day, 30 minutes apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.